Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-01422. It was reported that patient had a driveline power fault alarm. A review of the log files confirmed the existence of a driveline power fault. Additional information revealed that the alarm was cleared on the system monitor and initially did not return. The patient's driveline was found to be stable and without cuts. The alarm returned on (B)(6) 2022 and the patient's modular cable and system controller were exchanged. Prior to discharge, the patient had a power cable disconnect alarm after fully connecting to batteries. The alarm resolved after the patient disconnected and reconnected to battery power. The patient was kept overnight to monitor for further alarms. When assessing the patient on (B)(6) 2022, a connect to power alarm was noted on the controller several minutes after transitioning to battery power. Though the black cord was connected tightly to the battery clip, the alarm stopped after ventricular assist device (vad) coordinator turned the black cord a little more. It was suspected that the alarms following controller and modular cable exchange were related to a battery or clip issue. Log file review confirmed that the power cable disconnect events were caused by a weak connection between the batteries and clips.

Event description:
Related manufacturer report number: 2916596-2022-01424.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: patient gender was requested but not provided. Section b5: related manufacturer report number 2916596-2022-01422 was inadvertently added. Manufacturer's investigation conclusion. The reported event of driveline power faults was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days (19feb2022 ¿ 01mar2022 per timestamp). Pwr_a_broken faults were intermittently active on 01mar2022 from 16:06:46 ¿ 16:20:50 with no alarms were active; however, driveline power fault alarms were active, beginning on 01mar2022 at 16:20:52 ¿ 18:58:36. The alarms seemed to have resolved on their own. There were no other notable alarms active in the log file. Pump operation was not affected. An additional log file from the heartmate 3 system controller (serial number: (B)(6) ) was submitted for review. A review of the submitted log files showed events spanning approximately 10 days (20may2020, 01jan2000, 02mar2022 ¿ 03mar2022 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. The driveline was connected on 02mar2022 at 12:01:51. There were no other notable alarms active in the log file pertaining to the reported event. No driveline power faults were active in the log file. Pump operation was not affected while the driveline was connected. Additional information provided on 02mar2022 stated that the alarm has not returned since clearing and if the alarm returns, the modular cable and controller will be replaced. Multiple good faith effort attempts were made requesting if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: hsc-087594) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 27may2020. No further information was provided. The manufacturer is closing the file on this event.